Manufacturer narrative:
Analysis of the obturator (lot # e09125) found the catheter passer/obturator was broken. Only the obturator was returned. The tip of the obturator was broken and missing.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon (unknown concentration and dose) in an implantable pump for an unknown indication for use. The hcp wanted information on the risk to the patient of a broken tip of the catheter passer remained in the body (also reported as damaged catheter passer). During shunt surgery, the tip of the catheter passer broke and there were remnants in the patient's body. It was reported "there may be residue from the broken tip." It was unknown where in the body the piece was left or whether it was still there. It was thought the broken tip might still be inside the patient's body. The event was considered to be unrecovered. There were no symptoms reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.